Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding explant details are not available. The company was informed that the device will not return for analysis. A review of the device history was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly experienced a potential device failure. The recipient's device was explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.